Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow up visit a lead integrity alert (lia) for right ventricular (rv) lead was noted. Evaluation of data indicated that the rv lead exhibited oversensing, fluctuating rwaves, and suspected fracture. The rv lead remains in use, and evaluation to be performed. Revision procedure was performed, and rv lead fracture was not observed. However, the rv lead was extracted due to the patient¿s left side was blocked, a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.